Event description:
It was reported that on (B)(6) 2013 the patient had a calcaneal fracture with an attachment of the achilles. On (B)(6) 2013, follow up with surgeon, all went well. On (B)(6) 2013, patient had 2nd follow up, had pain on back of heel. On (B)(6) 2013, patient had an ulcer on the backside of her heel where the implant is located in calcaneal bone. X-rays revealed the screw looked as if it had moved and was backing out of the bone. On (B)(6) 2013, revision/removal due to screw becoming loose and coming out of the bone. Surgeon is treating the patient on a weekly basis for an ulcer/open wound on the backside of her heel at the wound clinic.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. Based on the information provided, the most likely cause(s) of this event include improper bone preparation and/or selection of incorrect screw size as well as poor patient bone condition. Per device directions for use (dfu-0125), the effectiveness of the implant correlates directly to the quality of bone into which it is inserted. The dfu states to use the appropriate arthrex drill to prepare the bone and measure the depth of the hole to determine the appropriate screw length. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.